Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a high blood glucose due to the infusion set leaking. It was noted that the event was not serious. They had changed the infusion set and did a bolus to treat their high blood glucose. The product will not be returned for analysis.